Event description:
Add'l info received from reporter for report mw5085917 on 04/22/2019: hello, I submitted a complaint in regards to the tandem t-slim x2 insulin pump. The complaint was in reference to false occlusion alarms. After troubleshooting I have noticed the tubing from the infusion sets either have a defect from the MFR or some other unk issue. The infusion set tubing is not bent and has no visible signs of distress. One would never know that insulin was not flowing through the tubing because there was no visible signs that this is happening or occurring. I have looked online and there are multiple people that have had these occlusion warnings or alerts on their tandem x2 insulin pump. No one seems to know where the issue is coming from. This problem is coming from the tubing that is included with the infusion sets. This is a potentially life-threatening flaw or defect. A person would not know there is an issue with the tubing because the tubing looks normal. It is not bad and there are no kinks to stop insulin delivery. Here is what I have done to determine the problem with the infusion set tubing. I disconnected the tubing from the pigtail that comes from the cartridge. I then primed the insulin pump, insulin flowed properly. I then opened a new infusion set and removed only the tubing from the new infusion set. I then connected only the new tubing to the pigtail coming from the cartridge that holds insulin. Insulin delivery resumed normally. Keep in mind I did not use a new infusion set and I did not replace the insulin cartridge that is connected to the insulin pump. I then for test purposes connected the old tubing, the one that is causing the insulin pump to give occlusion warnings or alerts. No insulin delivery or insulin flow occurred. This issue has happened on every single infusion set I have received. All of the tubing that has come with the infusion sets are defective. They will work for a couple of days but I believe by FDA recommendations, the infusion set should be changed every three days. This is not possible. I believe the reason why not all people are receiving the occlusion alarms from the defect in the tubing, is because the infusion sets that those people are receiving are manufactured at a different plant. This is a serious and potential life-threatening issue. One that can cause a person's blood sugar to go extremely high, causing diabetic ketoacidosis, which could then lead to coma and possible death. To be aware I just received the pump that is why I did not report the issue earlier. I have been on multiple insulin pump's, none of them have had this issue. This is potentially a life-threatening issue that needs to be addressed, tandem has recently changed their infusion set system for luer lock to something called t-connect. The occlusion seems to be happening in their new design called t-connect. I am sending a picture of the product name and other corresponding info. Thank you.

Event description:
Tandem x2, (insulin pump) constant false occlusion alarms (completely stopping insulin delivery). Insulin pump is constantly giving false occlusion alarms, every 1 to 2 days. When this happens all insulin delivery is stopped. Received an occlusion alarm when away from home, blood sugar rose to over 200 mg/dl. This situation could lead to adverse effects, possibly ketoacidosis, coma and possible death. I have been a diabetic for over 51 years and on a different brand of insulin pump for over 20 years. This occurrence is not normal and have nothing to do with a bent cannula or kinked tubing. When this alert, it happens all insulin delivery is stopped. Meaning you much do a cartridge change of insulin and put in a new infusion set. If you are not at home to change, these medical items you are in grave danger. Blood sugar can rise rapidly which is extremely dangerous. If blood glucose is left high for a long period of time, ketoacidosis can occur which can lead to death. FDA safety report ID# (B)(4).